Event description:
The pt experienced increased baseline pain and no stimulation sensation following a fall. She fell down 14 stairs four days post op and spent 3 days in the ICU. The area over the neurostimulator (ins) was swollen up to the size "of a baseball". There were coupling and or communications issues. She charged for over 2 hrs and none of the efficiency boxes were filled in. The ins icon indicated the ins was at 25%. The device system was not checked after the fall. She was at home. Additional info has been requested.

Manufacturer narrative:
(B)(4).